Manufacturer narrative:
Evaluation, results: the complaint for intermittent communication was not confirmed. As received, the ipg communicated with lab patient programmer and charging system without interruption. The low battery warning message was observed on the lab patient programmer. The ipg was fully charged with a lab charging system without interruption. The ipg was tested to mfg specifications using the autotester. The ipg passed all tests on the autotester. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experienced intermittent communication with her charger and programmer. The physician decided to explant and replace her ipg with a smaller model on (B)(6) 2013. It was also reported her pocket site was relocated. Follow-up indicated the issue resolved.